Event description:
Narrative translation of the original reported event description: the patient was using a ramp/platform lift to enter the residence. While turning on the ramp/platform, the device's wheel allegedly turned in the wrong direction, causing the wheelchair to tip backward. As a result of the fall the patient suffered vertebral compression and pain.

Manufacturer narrative:
This event occured in sweden. Alber gmbh is filing this report because the device is also marketed and sold in the u.s.